Event description:
It was reported that the patient had her device removed secondary to infection. The patient was reportedly in severe pain and started to bleed. It was noted that the device did not help her and made her condition worse. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fntj, implanted: 2014-(B)(6), product type: lead. Product ID: 3037, serial# (B)(6), product type: programmer, patient. (B)(4).